Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that a patient had desaturated while using the ventilator with internal o2, and that when medical personnel switched to a different o2 source their o2 saturation improved. The reporter advised that the device had not alarmed for o2 concentration prior to the event and that the patient has been placed on a new ventilator for support. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. Ventec has attempted to contact the reporter in order to obtain additional information about the patient and the event, but no response has been received.

Manufacturer narrative:
H6: ventec evaluated the device but was unable to confirm any conditions that would have resulted in the patient's reported desaturation. Ventec observed that the device booted and began ventilation therapy without any alarms. During testing the device was unable to surpass ~32% calculated fio2 (fraction of inspired oxygen) while using the internal concentrator, however, ventilation therapy was within its programed parameters and functioned normally. Furthermore, after running for ~25 minutes the service concentrator soon alarm triggered as expected. External oxygen delivery was also tested and functioned as expected. Inspection of the device's electronic records showed obvious signs of o2 tube disconnect; however, due to a loss of power, the device's clock was reset. Therefore, the exact date and time of the o2 tube disconnection was unable to be determined. The vocsn clinical and technical manual advises the following [p.33]: "to ensure proper oxygen therapy performance, make sure the o2 tube is fully connected. The end of the blue connector should be flush against vocsn." Ventec then made other, unrelated, repairs. Proper device operation was then confirmed through functional and performance testing. The cause of the reported patient desaturation could not be conclusively determined.